Event description:
It was reported that the bd ultra-fine¿ mini pen needles was difficult to operate and unable to deliver insulin. The following information was provided by the initial reporter: bd ultra fine mini pen needle 5mm 31g. Customer has to use 4 a day or even 8 day. Box 100. Ran out of needles before he could get a new box from the insurance. Its not working correctly no medicine is coming out of needle.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.